Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported normal saline was infusing, the IV tubing had a hole at the level of the pump segment and IV fluids were leaking out of the channel and onto the floor. There was no report of patient harm or medical intervention. No additional patient or event details were provided.